Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported an intraocular pressure issue since the transitioning from glass to plastic balanced salt solution additional information has been requested, but none received to date.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the company representative has indicated that the customer was using plastic balanced salt solution (bss) bottles. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 25, 2011. Based on qa assessment, the product met specifications at the time of release. Indications that the customer has started using plastic bss bottles were determined during the examination of the system. Per the systems operator¿s manual: ¿when using the system in a pressurized infusion/irrigation mode, or with intraocular pressure (iop) control feature enabled, users need to take precautions to not use bss irrigating solution or other infusion/irrigation mediums from pliable, collapsible containers (i.e. Bags)¿ only glass containers should be used with the system when employing modalities of pressurized infusion/ irrigation.¿ in addition, the operators manual notes ¿the system is a closed loop system that adjusts iop. The iop control cannot replace the standard of care in judging iop intra-operatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, and/or remove the infusion line. Note: to ensure proper iop compensation calibration, place infusion tubing and infusion cannula on a sterile draped tray at mid-cassette level during the priming cycle.¿ as the system was found to meet specifications and plastic bottles were used, (which are not to be used) the root cause of the reported event can be attributed to customer use error.¿ bss evaluation: all compounding, preprocessing, filling and packaging are subjected to 2 independent reviews. At a minimum, a level I is performed for every lot manufactured. Incoming component (bottles, plugs and closures) are reviewed before release to production. However, no samples or lot codes were provided. Filled balance salt solution (bss) units are 100% inspected by the automated particulate inspection system. Particle count is tested as a finished product release requirement. In addition, bss solution is filled through 0.45¿m polishing filters, and the filling process takes place in a class 100. Controlled manufacturing areas are routinely monitored for environmental conditions (temperature, air pressure, humidity, viable, and nonviable particulates). Bottle, plug and capper application on line 13 are performed by a machine running between 90 bpm - 120 bottles per minute. After each bottle is filled and plugged it advances to the capping inspection station. A plugger challenge is performed every 2 hours. The plugs are held back on the plugger track to prevent insertion into the bottle, which would proceed to the capper station. While enabled, plug presence is confirmed by an optical sensor. If positive confirmation of the plug presence does not occur at the capper station then the bottle will be blocked from the output conveyor and be diverted to the eject lane. In addition to filling and plugging/capping, a visual inspection is performed every 10 minutes at the capping station to ensure no components are jammed between the gripper, bottle brake and star-wheel. After the bottles are filled, plugged, and capped, they are transported out of the fill room via conveyor to the packaging line. Every 45 minutes routine fill check are completed, fill room technicians inspects the filled and caped units for nonconformance. The filled / capped bss units are 100% inspected for particulate material prior to being blistered (detection of particles located in the solution and not embedded in the plastic bottle material). During the blistering process, the 15 ml filled units are placed into formed plastic blisters and backing paper sheets are placed over the open side of the blister to cover the bottle inside the blister and sealed closed by a heat sealer. Prior to sterilization inspections are completed. The sterilized units are 100% inspected by packaging operators for seal integrity, lot code and expiration date, cross caps, gross particulate matter and any other cosmetic non-conformances. Any nonconforming units observed by the inspectors are rejected. No lot code was reported therefore lot specific evaluation is not possible. All lot documentation is reviewed prior to disposition to ensure that the product meets specifications. Customer product use and handing could not be confirmed. The system was found to meet specifications. However, the root cause of the reported event can be attributed to customer use error. (B)(4).